Manufacturer narrative:
H3: the most likely cause for the reported revision due to prosthesis wear is a combination of the risk factors specified in hhe. However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided.h6: updated the following: health effect - clinical code, component code, type of investigation, investigation findings, investigation conclusions

Manufacturer narrative:
H10. D10. Concomitants - product information: (B)(4) 170-36-07 - biolox delta femoral head 36mm od, +7mm; (B)(4) 164-03-14 - element-stem, collared w/ha, std offset, sz 14; (B)(4) 186-01-60 - integrip cc, cluster 60mm, g4 pending investigation. There is no other information available.

Event description:
It was reported via legal documentation that a patient had a right hip arthroplasty on (B)(6) 2014, and then experienced a revision surgical procedure on (B)(6) 2023, approximately 9 years after initial implant. There was no other patient/medical information provided. No x-rays or images were provided. The device will not be returned. There is no other information available.